Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after receiving an occlusion alert and indicated that a supply change was being performed at the time of the call. The patient stated that blood glucose levels were not affected during the event and expressed the belief that infusion site placement, rather than the supplies themselves, may have contributed to the alert. The patient reported that all current supplies were from the same lot. Additional infusion set supplies were arranged to support continued therapy. No impact to blood glucose levels was reported, and no additional issues or health effects were noted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.